Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted no blood or contrast visible. The stent was stationary on the tightly folded balloon between the markers. The stent was not loose as reported. The first two rows of distal struts were stretched, confirming the reported damage. Difficulty inserting the stent delivery system (sds) into the rotating hemostatic valve (rhv) may be influenced by several factors including but is not limited to, mfg (stent crimping), stent damage, rhv damage, rhv not fully open, and handling during removal of the protective sheath or preparation for use, or insertion technique. The proximal and middle stent outer diameters were measured and met mfg criteria. The distal outer diameters could not be measured due to the damage noted. The rhv used in the procedure was not returned; therefore it is unk how it may have contributed to the reported difficulties. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the distal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and accessories during advancement of the device. Additionally, considering the extent of the damage (stretched), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. In this case, it is possible the rhv was not fully opened, therefore resulting in the stent damage and reported difficulties. Analysis noted there was an unk green substance underneath the first three rows of the distal end of the stent. There was balloon shredding on the entire length of the proximal and distal balloon tapers. The outer member was wrinkled 7.5 cm distal to the guide wire exit notch and the distal shaft was kinked 15.7 cm distal to the guide wire exit notch. Since this damage was not reported in the incident info, the green substance and balloon shredding may have occurred if the sds was wiped down with a cloth or some other material during packaging, handling and return to abbott vascular for analysis. Additionally, the wrinkled shaft and kink may have also been a result of handling during the procedure or during packing for return analysis. This damage does not appear to be related to or have contributed to the reported difficulties. In this case, a conclusive cause for the reported difficulty inserting the sds into the rhv could not be determined; however, the stent damage appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during mfg. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that while introducing the stent delivery system into the y-connector, before entering the vessel/anatomy, the physician saw that the stent coil (strut) was damaged. He was not able to pass the y-connector with the stent. He pulled out the whole device and replaced it. There was no reported pt effect as there was no pt involved. Additional info received which stated the stent was loose on the balloon. No additional info was provided. Device analysis revealed the stent implant was stationary on the balloon between the markers. There was a green unk substance underneath the first three rows of the distal end of the stent implant. There was balloon shredding on the entire length of the proximal and distal balloon tapers.